Event description:
Pt had superficial layer of skin come off following use of arthrocare coblator on a shoulder surgery. Silvadene applied & skin healed fine, per plastic surgeon who consulted following injury. Extensive testing of the coblator + follow-up with MFR's rep showed the unit did not malfunction. Skin injury possibly due to hot puddling of fluids under surgical drape, causing a ground path.